Manufacturer narrative:
This report is for an unknown uss rod/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: petersen pa, et al. (2020), does kyphectomy improve the quality of life of patients with myelomeningocele?, clinical orthopaedics and related research, volume 478, page 104-111, (brazil). The purpose of the study is to answer these questions: among children with myelomeningocele undergoing corrective surgery for lumbar kyphosis: (1) what is the risk of complications and reoperation after this procedure? (2) does this procedure improve hrqol scores in these patients? Between 2012 and 2013, 28 patients treated for myelomeningocele-related kyphosis with kyphectomy and posterior instrumentation were included in the study. 8 of the patients were males. The average age at the time of surgery was 10 years, 7 months (+/-20 months), and the mean weight was 30 kg (+/-10 kg). The patients underwent posterior fixation using s-shaped rods inserted through the foramina of s1 and pedicle screws inserted in the thoracic spine. All patients were implanted with an unknown synthes universal spine system I titanium pedicle screws and rods. The patients returned for postoperative follow-up evaluations at 2 weeks, 6 weeks, 12 weeks, 6 months, 12 months, and 24 months postoperatively. Complications were reported as follows: 19 patients underwent reoperation. 18 patients underwent debridement to treat a deep infection. 1 patient had a cerebrospinal fluid fistula, and surgery and suturing were performed a second time. 4 patients had plastic surgery with an advancement flap for cutaneous coverage. 5 patients had implant removal to control infection. 3 patients had a loss of reduction and pseudarthrosis. 1 patient had a rod fracture due to collision. This report is for the unknown synthes universal spine system rod. It captures the reported event of rod fracture due to collision. This is report 2 of 2 for complaint (B)(4).